Event description:
A talent abdominal stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The access vessels were 8 mm in diameter, moderately tortuous, and severely calcified. It was reported that when attempting to deliver the talent device on the patient's right side, the device could not be advanced due to the tortuous and calcified access vessel morphology. The physician attempted to insert the device two additional times, once with an 8 mm balloon and once with a 10 mm balloon, but was unsuccessful. A 16 fr. Sheath and dilator was also tried, and one unsuccessful attempt was also made on the patient's left side. The talent device ended up kinking due to the pushing when trying to insert the device. Then, the physician elected to insert a shorter talent device, which was able to be delivered and deployed without issues. No clinical sequelae were reported, and the patient is fine. The kinked talent device was discarded at the procedure.

Manufacturer narrative:
(B)(4). Evaluation codes: results and conclusion: narrow, moderately tortuous, and severely calcified access vessels.